Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off. Device will not power on suspect keypad assembly issue. No patient involvement.

Event description:
It was reported that the device would not turn on/off. Device will not power on suspect keypad assembly issue. No patient involvement.

Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for sn(B)(6) was performed from date of manufacture 04/10/2019 to present date 12/03/2020, and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs.